Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto abdominal stent graft system. During the procedure the contralateral iliac limb of the alto aortic body did not fill with polymer. The up and over lumen was used to place the contralateral limb. During manipulation of the up and over wire and snaring technique the alto aortic body migrated approximately 5mm resulting in loss of seal and a type ia endoleak. Additional ballooning with a coda balloon did not resolve the type ia endoleak. A 23x33mm gore (non-endologix) proximal extension was placed to the level of the right lower renal artery. The extension was post dilated with a coda (non-endologix) balloon and the type ia endoleak was resolved. The patient status post-procedure was good.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto, no fill (contralateral iliac limb of the aortic body did not fill with polymer), displaced implant (aortic body distal migration 5mm or less) and type ia endoleak (resolved) complaints are confirmed. This is consistent with the reported event. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Though a root cause was unable to be determined, it is likely that the displacement of the aortic body resulted in loss of seal causing the type ia endoleak. The final patient status was reported to be discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.